Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event was be reported on tmt MFR number 3005751028 - 2017 - 02739.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a shoulder arthroplasty procedure. Subsequently, the patient was revised on the left side due to glenoid component loosening. The glenoid and humeral head were removed and replaced. No additional patient consequences were reported.